Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The reported "door jammed" alarm was confirmed through an event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The lower auxiliary assembly was replaced.

Event description:
During the eval of a returned spectrum infusion pump, 1 occurrence of "door jammed' alarm was identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device.